Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. The product was evaluated. An external visual inspection was performed and passed. Charge and boot testing were performed and failed due to the receiver having no power. An internal visual inspection was performed and failed due to moisture damage. Pictures were taken. The log was not downloaded and reviewed due to the receiver having no power. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.